Event description:
The report received from the affiliate indicated that an 8x39mm 80cm palmaz genesis opta pro stent delivery system (sds) was introduced over 7f csi. During the attempt to withdraw the unexpanded stent through the csi, it hooked at the tip of the csi and was withdrawn as a unit together with guidewire and csi. There was no pt injury reported.

Manufacturer narrative:
This device is available for testing and eval, but the engineering report is not yet available. Additional info has been requested and will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.